Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-11379. It was reported the pt felt heating at the ipg pocket after 10 minutes of charging; the heat seemed to be the ipg getting hot. The pt reported he had effective stimulation. It was reported the pt was advised to charge more frequently and for shorter periods of time.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.